Event description:
It was reported that the customer was not able to remove the needle from the sensor. Three sensors had a problem with the needle. The blood glucose reading is 400 mg/dl. Customer treated with insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.